Manufacturer narrative:
Weight, ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's right eye, however, was removed and replaced with another lens of same model and diopter due to broken haptic. However, the same lens had problem inserting into the eye. This lens too was then removed and another lens of same model but of slightly lower diopter was used as the replacement. There was increased intraocular pressure, and the same was treated in the clinic. The condition was stable at the first post operative visit. No other information was provided. This report captures the first lens which was removed from the eye due to broken haptic and a separate report is being submitted capturing the second lens which was removed.

Manufacturer narrative:
Additional information and corrected data: further information was provided that the lens was partially inserted. No other information was provided. Therefore, this supplemental filing is to correct the comment in h6 and h10 that the lens was partially inserted and not removed/replaced in the initial surgery. The following sections have been updated accordingly: section a5: ethnicity/race: not hispanic/ latino, white. Section h6: medical device problem code: 2339 - inaccurate delivery. Section h6: health effect - impact code: 4631- more complex surgery is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 29, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. One haptic was bent, the other haptic was detached (and missing). The lens was cleaned and, no further issues were identified. The complaint issue "dc-haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and no product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.